Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and display device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage (0.21v). Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and there was a connection loss gap within the investigation window. The customer complaint of loss of connection was confirmed through the share data log. The root cause could not be determined as the reported allegation could not be reproduced with the return product.